Event description:
During phaco emulsification, as the last quadrant of the lens was being emulsified and removed the surgeon noticed a tear in the anterior capsule. This was a femto case where lens fragmentation and the capsulotomy was performed. The surgeon was unaware as to exactly when and how the capsular rent formed. The patient's anterior chamber did not present any vitreous and there was no need for an anterior vitrectomy. The patient was able to receive a single piece toric iol in the bag along with a capsular tension ring.

Manufacturer narrative:
Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labeling. Furthermore, this incident was caused by a user error, which was not due to ergonomic features, as well as any inadequacy in the information supplied by the manufacturer. There is no sign for a systematic failure.